Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was experiencing ongoing issues with the battery depleting quickly. The customer was unable to troubleshoot with tandem technical support (tts). No additional information was provided.